Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the home patient connected before the patient line was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) connected to the patient line before the line was properly primed while performing peritoneal dialysis therapy on a homechoice device. The technical services representative advised the hp to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.